Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. (B)(4) lead suture broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite found that one sleeve attached to a leg assembly was stretched with a small tear at the end. Another sleeve was returned, with one end broken, but is not part of the uphold device. The carrier of the capio slim suturing device intermittently retracted fully. One 15 cm section of leader loop was also returned. Since there is a detached section of leader loop returned with the complaint sample, the complaint as reported, is confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications. It appears the sleeve became caught while the device was being passed through the ssl. The force applied to the device when it was stuck likely overcame the tensile strength of the leader loop and sleeve causing it to break. The intermittent failure of the carrier to fully retract is likely a result of foreign matter on the carrier, or along the track the carrier follows, since the carrier freely extends and only occasionally fails to retract. No failure was found that would cause the cage to fail to capture the needle. The most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold lite procedure. According to the complainant, the needle would not catch after three attempts. The right arm would also not release. The suture broke when the plastic sheath was being pulled away from the mesh arm. It is unknown if the plastic sleeve tore or split. The needle and plastic sheath were retrieved. No device fragment was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an uphold lite procedure. According to the complainant, the needle would not catch after three attempts. The right arm would also not release. The suture broke when the plastic sheath was being pulled away from the mesh arm. It is unknown if the plastic sleeve tore or split. The needle and plastic sheath were retrieved. No device fragment was left inside the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.